Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the reported air embolism per the physician, was related to poor quality of stop cock and is therefore related to procedural conditions. Air embolism is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, steerable guide catheter(sgc) was advanced into left atrium. Blood was aspirated out while removing dilator and wire from the anatomy. After flushing sgc with saline, air bubbles were observed in the left atrial appendage through echocardiography. Per the physician, poor quality of stop cock lead to influx of air in sgc. The patient was hemodynamically stable; therefore, the procedure proceeded without complications, resulting in successful implantation of a single mitraclip. The mr was reduced to grade 2 post procedure. There was no clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.